Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed blood intrusion led to the system failure. The stm replaced the patient interface module. The expired lithium ion batteries and expired 9 volt battery were replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a system failure. There were multiple error codes in the logs for system failures. The iabp is in the hospital biomed department. It is unknown if there was any patient harm/injury; however there was no adverse event reported.